Event description:
It was reported that the patient presented with adjacent segment disease, herniated disc l3-4, degenerative scoliosis, kyphotic deformity , chronic pain, and failed back. The patient underwent thoracolumbar-ilium (t12-ilium) decompression and fusion with instrumentation and rhbmp-2/acs. The patient's pain was resistant to control despite the efforts of the pain service. At 160 days post-op, the patient presented for surgery for explantation of bone growth stimulator due to end of useful life. Additionally, the post-op diagnosis noted hardware causing pain. The surgery included explant of the bone growth stimulator, partial revision of hardware, transfer to insulate hardware from skin, and trigger point injection. Per the operative notes, 'an iliac bolt on the right side, which seemed to be interacting with the bone growth stimulator and may be part of her painful syndrome.' At 285 days post-op, the patient underwent bilateral l2 epidural steroid injections for low back pain. A 'CT scan of her neck indicates that there is really no cause for her back pain to be coming from her neck.' Billing records from the hospital indicate a surgical procedure 1413 days post-op utilizing dbm putty, polyaxial screws, rods, hooks, and set screws.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.